Event description:
During a cardiomems implant procedure, prior to the delivery catheter being opened, the left pa was perforated by the non-abbott guidewire. Upon perforation of the left pa, patient began experiencing acute hemoptysis. Case was briefly paused then resumed 10-15 minutes later once hemoptysis resolved bleeding. Physician completed implant using the same v18 wire; sensor was deployed within the left pa and calibrated without issue. Patient remained stable throughout the remainder of the case.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.